Manufacturer narrative:
Three photos were received for evaluation; only two of the three attached photos correspond to this complaint. Visual inspection of photo one showed two labels, but the part and lot numbers are not legible. The device was not observed in the photo provided. Photo two showed the filter of an extension set; no leak was observed in the photo provided. The reported failure mode, leaking, was not confirmed. Functional testing was not performed, since no device was returned; the reported issue could not be replicated. No root cause could be determined as no device was returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. D3, g1, g2 email address: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak in the tubing filter was detected. The patient felt short of breath and had slight chest pressure. The patient returned to normal when the treatment was continued with another tube. There was no hospitalization.